Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been in and out of the hospital from (B)(6), 2014. Customer stated his doctor inserted a sensor on (B)(6), 2014 to monitor blood glucose level in order monitor blood glucose level. Customer went on stating he was hospitalized on (B)(6), 2014 for pain and irritation in his pancreas. Customer does not have an insulin pump yet customer only uses the sensor to monitor blood glucose to justify the need of the insulin pump. Customer again stated he was not on the insulin pump. Customer inquired about the green light he saw on the transmitter when he initially connected to the sensor. Customer was advised the transmitter was working. Customer stated the light then went off and inquired if it was still working. Customer was advised it was. No further information reported.